Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The following was reported: revision: dr. (B)(6); (B)(6) private hospital (B)(6) 2018. Patient has dementia which has escalated since primary surgery dated (B)(6) 2018. The dementia has lead to poor diet aiding in a pseudoarthrosis (non-fusion). A recent fall then loosened the pre existing construct. Primary screws removed and replaced with new screws for new fixation. Female patient initials (B)(6).